Event description:
Information was received from a patient regarding an external device. The reason for call was that the external equipment did not seem to want to click with the internal equipment. Patient stated that they were having trouble trying to get the implanted neurostimulator (ins) to charge. Patient noted that they could sit perfectly still for three hours and the ins would only charge by 10%. Patient services (pss) had the pt reset the controller. Pss had the pt unlock the controller; pt saw battery low recharge your implanted device soon. Pt said that the controller battery was currently at 70%. Pt then said that the recharger paddle would get quite hot. When asked for the event date, patient stated that it had been within the last week. The issue was not resolved. An email was sent to the repair department to replace the recharger. Pt asked about getting a spare ac power supply; pss redirected pt to healthcare provider (hcp). Pt called back and got the new rtm. They called back and said that they are still getting poor recharge quality. Implant hasn't moved or shifted and controller port looks intact. Emailed repair to send replacement controller.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.